Manufacturer narrative:
Product analysis # (B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0 product number: ps200-040 lot number: 53555 expiration date: unknown quantity returned: 1 testing performed: device packaging inspection: plasmablade¿ 4.0 device received inside a cardboard box with plastic air cushions to fill the negative space and within two clear plastic bags. Plastic tray, device holster and tyvek® lid returned and the device information was confirmed against the information that is listed within gch. Product experience form with device information and complaint details included. Device visual inspection: device appears used with charring of the electrode. Electrode coating is damaged, bent with missing glass insulation coating, which visually relates to the reported complaint description, figure # 1 thru figure # 4. Both cut and coag buttons have a definitive tactile feel. Functional inspection: not performed as the reported complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 53555 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: the complaint is confirmed for the ¿peeling ¿ coating¿ issue that was reported in the complaint description. Visual inspection confirmed that the glass insulation coating on the electrode is peeling and missing from several areas and it also appears that the electrode is bent which may have caused the glass insulation coating to become compromised resulting in the peeling and flaking of the coating. Such devices are quality inspected prior to release to the customer, therefore it is likely that any damage to the electrode glass insulation coating would have been detected during manufacturing assembly and testing or during inspection. A likely cause of the failure could possibly be user misuse in that the electrode was not cleaned according to the IFU recommendations and perhaps it may have been bent during use which compromised the glass insulation coating and caused it to peel and flake off. The IFU recommends bending the shaft and not the tip. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00116 rev. B ¿ plasmablade¿ 4.0 ¿ IFU ¿ precautions and warnings when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. Prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. Take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. (B)(4).

Event description:
During cleaning of the device tip during surgery the device tip coating flaked off onto the gauze being used for cleaning. No patient impact or injury.